Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the implantable cardiac monitor was unable to be interrogated. It was determined that the device exhibited premature battery depletion. No intervention was performed and the patient remained in stable condition.